Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After one year of implantation, the subject device was interrogated because 4 ICD shocks had been delivered on (B)(6) 2013. On (B)(6) 2013, 5 additional ICD shocks and two external shocks were delivered. Upon device interrogation one hour after these shocks, 2 warnings were displayed: device reset and eri reached. On (B)(6) 2013, these two warnings were still displayed, but the device battery voltage was back at bol value (2.9v). Patient was kept at the hospital because of heart failure condition at that time. Reportedly, on (B)(6) 2013, device follow-up showed normal data and no new record of tachycardia event. Consequently, the physician decided to leave the device implanted and to continue regular follow up.